Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Other, additional manufacturing narrative (if other): initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(4). Initial reporter phone number exceeded the maximum allowable characters, phone number is as follows: (B)(6).

Event description:
It was reported that the device switches off during use. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation it was found that the device would stop measuring with an audible buzzer alarm due to the speaker being disconnected from the instrument board. The device was unable to communicate with the docking station due to recessed pogo pin 11 and missing pogo pin 12. The device was also missing docking latch. The speaker was reconnected to the instrument board and the unit functioned as designed. The customer complaint of ¿switching off during use" could not be confirmed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event., corrected data: